Event description:
According to the reporter, during a lobectomy procedure, the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The device malfunction after first use. The device was replaced by a new handle and loader. There was no patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.